Event description:
It was reported that the patient was sometimes pre-syncopal and had palpitations, shortness of breath, and occasional nausea. The clinic confirmed the patient's symptoms were attributed to the device status at elective replacement indicator. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.